Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a latch failure. A field service engineer powered off the pyxis unit and replaced the auxiliary tower door 4 latch, then powered the pyxis back on. The customer tested the unit multiple times afterward and confirmed that it was working perfectly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, nurse was receiving failed to open error on tower door 4. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.